Event description:
A customer contacted beckman coulter inc. (Bci), regarding elevated accutni results, generated by the synchron lxi 725 clinical system for one patient. The first patient sample gave results of 0.27 ng/ml and 0.23ng/ml. Upon testing on an alternate instrument, it gave 2 results of 0.00ng/ml. Another sample obtained from this patient gave a result of 0.02 ng/ml. Upon repeat on a different instrument, it gave a result of 0.00ng/ml. This sample was also tested in a reference lab upon which it gave a result of "<0.06ng/ml". The erroneous results were reported outside the laboratory. Patient was admitted to the hospital and given heparin therapy due to the results.

Manufacturer narrative:
Samples are li hep with gel tubes and spun at 3000 rpm for 10 minutes. Per customer, samples were clear with no visible fibrin. Qc and system checks data supplied by the customer were all within specifications. A field service engineer (fse) was on site. Fse found wash pump line with occasional bubbles, indicating it was drawing air and replaced the stators. Fse also found mixer speed slow and difficult to set and replaced the mixer bearings. Air within the wash pump line could cause a decreased amount of wash buffer to be dispensed, which would affect complete washing within the reaction vessels. Slow speed within the mixer could also cause inefficient mixing within a reaction vessel. Although hardware issues addressed by the fse may have contributed to this event, a clear root cause for this event has not been determined to date and a malfunction will be assumed for the purpose of this report.